Manufacturer narrative:
The technician found the side rail screw is missing. The technician replaced the side rail screw to resolve the issue.

Event description:
The account alleged the side rail will not stay in the raised position. No pt impact.